Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the placement of the new defibrillator is not to the satisfaction of the patient. It was reported the device migrated to the armpit and had to be repositioned. No patient complications were reported as a result of this event.